Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate, increasing from 10% to 45% without being plugged into a power source. There was no impact to the user's blood glucose level. Reportedly, the user would continue to use the pump until replacement pump is received.